Manufacturer narrative:
Brand name: turbo-ject® single lumen minocycline/rifampin over-the-wire power-injectable PICC. (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the patient had serious fluid leaking around the catheter from the time of placement. The device required replacement, but there were no further injuries to the patient.